Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di #. D4: updated brand name. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated results/method code as valid lot# provided. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6), md. Operative report. Procedure performed: laparoscopic umbilical hernia repair with gore-tex dual mesh plus. Preoperative diagnosis: incarcerated umbilical hernia. Postoperative diagnosis: incarcerated umbilical hernia. Hernia diameter is 5 cm x 5 cm. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimen: none. Findings: an umbilical hernia with incarcerated omentum measuring 14 x 13 cm. Indication: ¿this is a 34-year-old morbidly obese male who has got a history of an umbilical hernia for at least 2-3 years, possibly longer. It is now becoming more symptomatic and causing a discomfort. He is interested in surgical intervention. He did have a history of a cellulitis a few years ago in liberty, missouri. I reviewed the notes on this, as there was a question of mrsa and it appeared the mrsa was actually an opportunistic infection. Nonetheless, we are pretreating him with vancomycin with benadryl because of an itching reaction to the vancomycin. We discussed the procedure including and specifically the risks including bleeding, infection, general anesthesia, injury to the bowel, occult injury, overwhelming sepsis, and the possible failure of the mesh. I also explained how morbid obesity increases the risk for all of these complications. He has consented to proceed. Description of procedure: ¿the patient was brought to the room and placed in supine position on the table. Following induction of general anesthesia, a foley catheter was placed and the abdomen was prepped and draped in a sterile fashion. Entry to the abdomen was gained through a left upper quadrant. 5 mm transluminal viewing trocar and insufflation demonstrated a fairly wide and extensive band of omentum stuck up into this umbilical hernia. I was not able to completely reduce it out with direct pressure over the umbilicus, even with internal visualization. The adhesions were taken down using primarily blunt dissection with very minor use of scissors and some very specific electrocautery for hemostasis. Once this was completely reduced down, I first pushed the skin down into the defect and captured some of the fascia using my maryland dissectors. I tacked this to the inferior fascial edge of the defect to reattach the cicatrix to the abdominal fascia. I then measured out my defect at 6.5 cm and measured out an overlaying mesh with a 4 cm ( ) [sic] and 14 x 13 cm. This mesh was selected, cut to size, oriented on the abdominal wall and the four anchor stitches were placed. There were brought through the abdominal using the gore-tex suture passer and tied off. We then placed four more gore-tex suture ties and the four 45 degree rotated corners. This gave a very nice anchorage with a moderately snug mesh. I then placed protacks all the way around the border of this without significant difficulty. A ventralex 3.2 inch/8 cm composix mesh was then selected. This was brought into the abdomen through the 12 mm trocar, which had been placed in the left lower quadrant. It was pulled snug against the intra-abdominal wall using the attached cord and then anchored into place using protackers to prevent herniation at my trocar site. A total of three trocars were used, two 5 mm in the bilateral upper quadrants and one 12 mm trocar in the left lower quadrant. I took a final inspection of the abdomen to make sure there was no active bleeding or evidence of bowel injury. There did not appear to be any bowel involved in the actual hernia itself. We then turned off our gas, opened our ports, and removed excessive air from the abdomen. The ports were then removed. We closed the three trocar sites using subcuticular 4-0 vicryl suture. We then used dermabond for final closure and dressing on these three trocar sites, as well as for closing and dressing on our eight individual stab wounds around the hernia itself. Once this was dried, a compressive dressing using a rolled 4 x 4 was placed within the cicatrix to help prevent seroma formation with a backing buttress with additional 4 x 4's and tape. He was instructed to leave this on for two days to help minimize seroma formation. The foley catheter was removed. The patient was awoken from anesthesia and transported to recovery with nursing and anesthesia in good condition. Patient tolerated the procedure well and there were no complications. All sponge and needle counts were correct times two at the completion of the case. Patient will be most likely admitted to msu for extended recovery, but I anticipate discharge home later today. We will send him home on vicodin for pain. We will also send him home on five days of keflex for some general broad-spectrum coverage due to both his obesity, as well as his history of cellulitis.¿ (B)(6) 2008: (B)(6). Intraoperative record. Implant record. Item: mesh dual mesh plus 15 x 19 1dlmcp04. Quantity: 1. Site: umbilicus. Manufacturer: w l gore. Lot #: 05467712. Item: hernia patch lg circle 0010303 ventralex. Manufacturer: bard. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05467712) was implanted during the procedure. (B)(6) 2008: (B)(6). Intraoperative record. Asa 3. (B)(6) 2009: (B)(6), md. Operative report. Surgeons: (B)(6), md. Name of operation/procedure: laparoscopic umbilical hernia repair with mesh. Preoperative diagnosis: incarcerated recurrent umbilical hernia. Postoperative diagnosis: incarcerated recurrent umbilical hernia. Anesthesia: general endotracheal. Complications: none. Indications: this is a 36-year-old male who had previously undergone a laparoscopic umbilical hernia repair at an outside hospital approximately 1 year ago. He presented to the outside hospital with approximately 1 day history of abdominal pain, nausea, and vomiting. He was found upon exam to have an incarcerated umbilical hernia. A CT scan showed there was a loop of bowel in the hernia that appeared to have mild features suggesting obstruction. Clinically, the patient was not obstructed but he was having significant amount of pain. After being given informed consent, he agreed to be taken to the operating room for a repair of his umbilical hernia. The patient was taken in emergent fashion. Operative findings: old umbilical mesh (eptfe ¿ dualmesh) contracted, exposing hernia defect at umbilicus and supraumbilical defect. Incarcerated pre-peritoneal fat and omentum with some small bowel adhesions to exposed defect. Small old ptfe mesh noted in left lower quadrant, probably at old trocar closure site. Recurrent hernia repaired with 20 x 25 cm parietex coated mesh. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. General anesthesia was administered and the patient was prepped and draped in the usual sterile fashion. A procedural pause was performed. Perioperative antibiotics were administered at the appropriate time. We began by making an approximately 1 cm incision in the patient¿s right upper quadrant. A 12 mm visiport excel trocar was then used to dissect down through the muscle layers, which were visualized as we dissected through them. We then entered the abdomen with a visiport and insufflated the abdomen to approximately 15 mmhg. The 30 degree angled scope was then placed in the abdomen and we could visualize that there was a large amount of omentum in the patient¿s old hernia site and that there was some mesh visible as well. We did not see any incarcerated bowel upon initial exam and we felt as though the bowel must have reduced itself upon induction of anesthesia. We then proceeded to place a 5-mm trocar in the right lower quadrant and placed a blunt grasper through this tube and began to reduce the omentum from the hernia defect. Once were able to visualize the left side of the patient¿s abdominal wall, we placed two 5-mm trocars on this side and again used blunt graspers to help reduce the omentum down from the hernia defect. We saw that there was a previously placed mesh in place, which looked to be a gore-tex mesh. We elected at this point to remove this mesh in order to fully close the hernia defect for a more appropriate repair. Using laparoscopic scissors with electrocautery, we dissected the mesh off of the abdominal wall, fully exposing the hernia defect. Once all adhesions were removed, we took down the preperitoneal fat inferior to the hernia defect and the falciform ligament superior to the hernia defect. This was done in standard fashion. We saw several small hernia defects including the main umbilical hernia defect. The length of all of these defects were measured intra-abdominally to be 15 cm. We then elected to close the main umbilical hernia defect primarily. A small incision was made in the skin and a pds suture was placed to the fascia and used close the hernia in a figure-of-8 fashion. Once this was tired down, we turned our attention to placing the mesh over the hernia defect. We obtained a 20 x 25 cm piece of parietex mesh and placed gore-tex sutures in the midline of each side. The mesh was then marked and introduced into the abdominal cavity and oriented appropriately and unrolled. We then proceeded to fix the mesh in standard fashion by grasping the 4 gore-tex sutures and bringing them out at the appropriately marked spots and tying them down across the fascia. This created a nice coverage of the hernia defect with the mesh. We then used a protack device to tack up the edges of the mesh, all along the edges of the mesh circumferentially. Trans-fascial sutures were then placed with 2 sutures in between each of the previously placed gore-tex sutures. These were tied down as well. We then examined the intra-abdominal space and noted that the mesh appeared to be in good position. We examined and made sure that hemostasis was present and that there was no evidence of any bowel injuries. The mesh that had been removed from the abdominal wall was then removed out through the 10-mm port site. A granee needle with an [sic] 0 vicryl suture was then used to close the 10-mm port site fascial defect and the abdomen loop was allowed to de-insufflate. A 4-0 vicryl suture was used close the port sites and dermabond was applied to the skin nicks for the trans-fascial sutures. Steri-strips were applied. Sterile dressings were applied. The patient was awakened and taken to recovery room in good condition. Dr. Bachman was present for the entire procedure.¿ ??/??/??: [missing records: records for CT showing ¿loop of bowel in the hernia that appeared to have mild features suggesting obstruction¿ were not provided.] (B)(6) 2009: (B)(6). Op-procedure notes. Implant record. Implant description: mesh dual-sided w/ adhesion prevention, film composite 10 in x 8 in. Serial number: parietex composite. (B)(6) 2009: (B)(6). [Signature illegible]. Operative note. Implant sticker [handwritten]. Parietex composite. Preoperative diagnosis: [illegible] hernia. Specimen removed: mesh. (B)(6) 2010: (B)(6), do. Radiology ¿ CT abdomen/pelvis. Indication: pancreatitis. Impression: nonspecific scattered anterior and lateral subcutaneous fat infiltration. Sound represent edema, cellulitis, injection sites. Fatty liver. Ventral mesh repair. Small bilateral fat-containing inguinal hernias. (B)(6) 2010: (B)(6), md. Operative report. Attending surgeon: (B)(6), md. Resident: (B)(6), md. Name of operation/procedure: laparoscopic cholecystectomy and intraoperative cholangiogram. Preoperative diagnosis: gallstone pancreatitis. Postoperative diagnosis: gallstone pancreatitis. Operative findings: thickened, inflamed gallbladder wall with adhesion of the duodenum to the gallbladder, adhesions of the omentum to the previously placed mesh for umbilical hernia repair. Intraop cholangiogram showed good filling of the cbd and the right and left hepatic duct. No filling defect seen. Good flow of contrast into the duodenum. Description of procedure: ¿the patient was identified in the holding area, brought to or, placed in supine position. General anesthesia was given. Endotracheal tube was placed. IV antibiotic was given. Abdomen was prepped and draped. Foley catheter was placed. Time-out was called. A 1-cm skin incision was made in the right upper quadrant in the anterior axillary line just below the costal margin after infiltrating the skin with local anesthetic. Blunt dissection was done with a finger, and peritoneal cavity was entered by blunt dissection. A 10-mm balloon port was placed into the peritoneal cavity. Pneumoperitoneum created to 15 mmhg. A 5-mm port was then placed in the right epigastrium. Another 5-mm port was placed in the right of midline above the umbilicus. This was used for the camera port, and a third 5-mm port was placed in the right subcostal area below the ribs. The gallbladder fundus was retracted over the liver, and infundibulum was retracted inferiorly and laterally, and dissection was done of the calot' s triangle. The cystic duct and cystic artery were identified. Clip was placed on the cystic duct close to the hartmann's infundibulum of the gallbladder, and just proximal to the clip, a small nick was made in the cystic duct. A cholangiocatheter was then passed through this opening into the cystic duct, and balloon of the cholangiocatheter was inflated. An intraop cholangiogram was then performed which showed good filling of the cbd and both hepatic ducts and good flow of contrast into the duodenum. No filling defects seen. Two clips were then applied proximal to the cut in the cystic duct, and the cystic duct was then cut. Three clips were placed on the cystic artery, and the cystic artery was cut, leaving 2 clips on the patient's side. The gallbladder was then dissected off the liver bed with hook connected to electrocautery. Hemostasis was confirmed. The gallbladder was placed in an endocatch bag and removed from the right upper quadrant incision. Thorough irrigation and aspiration were done. The right upper quadrant fascial opening was closed with 0 vicryl suture on a granee needle. The skin was closed with 4-0 monocryl. Dressing was done. The patient had an uneventful recovery, was extubated in the operating room and transferred to recovery room in stable condition.¿ complications: none. Dr. Bachman was present for the critical parts of the operation including dissection of the calot¿s the intraop cholangiogram and clipping of the ducts. (B)(6) 2010: (B)(6), md. Radiology ¿ CT abdomen. Indication: cholecystectomy three months ago, diarrhea and pain since. Findings: ventral hernia mesh repair with grossly unchanged fat and small bowel containing periumbilical hernia. There is no evidence of bowel incarceration or strangulation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05467712. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.